Manufacturer narrative:
Additional information was received that the patient¿s lead extensions were not explanted. One of the headers from the existing extensions was only buried slightly deeper.

Manufacturer narrative:
The explanted lead extension was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient had soreness related to the extension header. The patient underwent a lead revision wherein the extension, which had previously disconnected from the ipg, was explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient had soreness related to the extension header. The patient underwent a lead revision wherein the extension, which had previously disconnected from the ipg, was explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient had soreness related to the extension header. The patient underwent a lead revision wherein the extension, which had previously disconnected from the ipg, was explanted. The patient was doing well postoperatively.